Manufacturer narrative:
(B)(4). Additional information: this report was not confirmed due to lack of sample. The lot number is unknown, therefore; a batch review was not performed. Based on the information obtained from investigation by baxter, the root cause of this report was mis-use. The labeling review found the patient at home guide to e adequate for a use/user error identified in this incident. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error; however, the actual cassette sample was available and requested for the related report. Should the device be returned, or additional information received, a follow up MDR will be submitted.

Event description:
During a follow up call for a related complaint, the home patient (hp) stated he did not notice anything abnormal about the cassette that was in use. The hp stated when he received the system error 2201 alarm he attempted to troubleshoot by starting over with new supplies. The hp stated he replaced the cassette but did not replace the bags. Product surveillance informed the hp he made an error and that the proper procedure for starting over with new supplies required that all of the supplies should be changed. There was no patient injury or medical intervention reported.